Event description:
Manufacturer review of vns programming history for a patient identified that high lead impedance reading were obtained for a patient on (B) (6)2005 and again on (B) (6)2006. Neither the patient's initials nor the implant date were programmed into the generator. Attempts to the attending physician are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.